Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump."

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 197 mg/dl. Reportedly during troubleshooting with tandem technical support, the customer was removing the cartridge outside the loading sequence, and was educated that this is considered off label. Customer resumed insulin deliveries.